Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. However, the device alarmed motor during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. The blood glucose reading was 230mg/dl. The caller stated that the device was not exposed to a high magnetic field. Troubleshooting was performed. Assisted the customer to run a displacement and self test and they passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.